Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated sodium (na) result generated by the unicel dxc 600i synchron access clinical systems for one patient. The initial na result of 160mmol/l was reported out of the lab. The original sample was re-tested and a result of 136mmol/l was obtained. The result was amended. The customer stated that the patient treatment was impacted, but they do not know if the patient was harmed.

Manufacturer narrative:
Qc was within the established ranges, but showed evidence of imprecision. A field service engineer (fse) was dispatched and replaced some hardware components including collar and modular chemistry probe. A definitive root cause for this event has not been determined.